Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. The clips were spitting and scissoring. Another device was used to complete the case. There was no adverse consequence to the pt. One device is being returned.

Manufacturer narrative:
Info anticipated, but unavailable at this time.